Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the complaint was not confirmed by failure analysis. Additional observation not reported by the customer includes the instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result of the full break, the instrument could not be tested in the in-house system. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The instrument also passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of the "smoking wire" could not be established as failure analysis findings did not confirm or replicate it. The probable root cause of the broken grip cable is attributed to usage conditions including external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the 8mm monopolar curved scissors (mcs) instrument wire was smoking. The procedure was completed with no reported patient injury.